Manufacturer narrative:
Sections with additional information as of 07-oct-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 15-sep-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 191, 183, 199, 185 and 201 mg/dl. The customer¿s expected fasting blood glucose test result is 120 mg/dl. The customer felt well, and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 319 mg/dl using truemetrix air meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 12/18/2021 and test strips were opened in (B)(6) 2020. The meter memory was reviewed for previous test result history: result 1: 191 mg/dl, date: (B)(6) 2020, time: 9:53 am fasting. Result 2: 183 mg/dl, date: (B)(6) 2020, time: 8:36 am fasting. Result 3: 199 mg/dl, date: (B)(6) 2020, time: 8:59 am fasting. Result 4: 185 mg/dl, date: (B)(6) 2020, time: 8:35 am fasting. Result 5: 201 mg/dl, date: (B)(6) 2020, time: 8:01 am fasting.